Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it leaked at the hub. There was no reported injury to the pt.

Manufacturer narrative:
Test results: the returned catheter was flushed with water using a syringe with leakage observed from under the sleeve. The hub was split and examined revealing an insufficient amout of adhesive used to adhere the hub to the catheter. The additional info provided in section f was supplied by mallinckrodt inc.